Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 406 mg/dl and 196 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt was revised to address knee pain and swelling she had been experiencing for about five years. Osteolysis and metallosis were found, and the insert had worn clear through the medical side. The baseplate also was worn in a quarter-sized area.